Event description:
It was reported post op swedish adjustable band implant a leak was detected by the surgeon. The band was replaced and no patient complications were reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.